Event description:
Second revision surgery - due to the bipolar dislocating, post op from the primary surgery. It wasn't product related. The surgeon removed the head, proximal body and changed the lima revision.

Manufacturer narrative:
The reason for revision surgery was reported as the bipolar dislocated, after 87 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 3rd complaint against the main contributor, first for this lot number. A definitive root cause for the bipoloar dislocating cannot be determined. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Disposed of.